Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 108: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient¿s blood glucose reached 28 mmol/l (505 mg/dl) and that she is allergic to the glue on the pod. Her healthcare provided prescribed her hormone cream to help with the adhesive allergy. When the pod was removed she noticed a lot of blood at the site. The patient was able to activate a new pod. The pod was worn between 24 and 36 hours on the leg.

Manufacturer narrative:
The returned product was evaluated and found the cannula assembly fully deployed. Due to the adhesive pad having been worn. The original state of it could not be determined. Inspection of the cannula assembly and fluid path under magnification did not observe any burrs or damages that would result in high blood glucose levels or cause a bleeding/bruised infusion site. The reported events could not be conclusively determined.